Manufacturer narrative:
The device was returned and analyzed. The stent had been deployed. The catheter system was disassembled for access to subcomponents. The thumb slide was returned but the slider pin was not. The guide wire lumen was intact but significantly stretched approx. 28mm. The cause of the stretch was unable to be determined. There were no issues noted with the subcomponents that would have contributed to the thumb slide break. The only damaged component was the thumb slide/ratchet block assembly due to the broken thumb slide and slider pin. A CAPA investigation for this issue has revealed that the strength of the slider pin may not be as robust as required for ratcheting the longer 6mm diameter stents. Therefore, a device modification entailing a stronger slider pin has recently been made to correct this issue. Although there was no reported intervention or injury for this patient, this event is being reported because of a previous report of a thumb slide break where intervention was taken to preclude a serious injury. The event occurred in (B)(6) where the device is (B)(4) marked for peripheral use.

Event description:
The physician was deploying the stent into the sfa and had problems with the stent delivery system's thumb slide. The vessel was heavily calcified and was pre-dilated with a 6mm balloon. The physician felt resistance and then the thumb slide broke. The procedure was finished by using scissors to move the thumb slide mechanism. There was no effect to the patient.